Manufacturer narrative:
The device was explanted approximately a year later for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted body fluid contamination in the lead barrels and no case anomalies noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Lastly, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific received information that this cardiac resychronization therapy defibrillator (crt-d) detected greater than 2000 ohms on the left ventricular lead. No capture was also observed which was resolved with reprogramming the vector to tip to coil. Noise was also present on the rate/sense portion of the right ventricular lead which was oversensed and resulted in pacing inhibition. This however was less than 2 seconds and the patient's underlying rhythm came in. This patient was not device dependent. Noise could be reproduced with isometrics. It was reported that a revision procedure was expected. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the device was reprogrammed which resulted in the patient feeling small flutterings and will discuss further with the physician. Higher thresholds were also reported on the left ventricular lead.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.